Event description:
It was reported that the 9600+ system intermittently will not complete the boot up cycle. It was also noted that there was no fluoro or image on the monitors, event though the x-ray lamp was on. The facility stated that it takes several reboots to become fully functional. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the analog interface board and interconnect cable. Tightened loose vcr cable. The system was tested and found to be working as intended and placed back into service.